Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope's lights kept flickering on and off a few times. The machine screen went out, and the monitor went to rainbow colors during the colonoscopy procedure. The procedure was completed with the same device. There were no reports of patient harm.